Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly. It was observed that the one of the domes of the power button switch, dome sw36 was found to have wear in the form of four vertical lines. The other dome, sw37 showed similar but with less wear. During testing both dome switches were electrically open intermittently, due to excessive wear.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on. There was no patient use associated with the reported event.